Event description:
A dealer has called in to report that the arm will not lock in the front for a manual wheelchair. No injury or harm. A replacement has been issued. Please note any further information received on this incident will be provided in a follow up report.